Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler showed the front panel touchpad was dislodged and front panel bezel was damaged. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. An (as-received) 8100ml cycle-based ccpd simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. There were no fluid leaks in the test cassette during the treatment test. The cycler underwent and passed a system air leak test, valve actuation test, voltage calibration check, and patient sensor calibration check. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified evidence of dried fluid on the bottom cover under the pump. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the patients serious adverse events of cardiac arrest and subsequent death. The patients primary pdrn reported the patient was undergoing ccpd therapy when she arrested. The etiology of the events is unknown; therefore, causality cannot be established. The pdrn stated neither the patient, nor her spouse, reported any liberty select cycler issues prior to the patients passing. The esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population. Cardiovascular disease (or sudden cardiac death) accounts for the most deaths among the esrd population. Additionally, adults with esrd have mortality rates up to 30-fold higher than the general population. Based on the information available, the liberty select cycler cannot be disassociated from the events. There is no allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction caused the serious adverse events. Given the lack of information (e.g. Esrd death notification, death certificate, treatment data) and a manufacturer evaluation of the suspect device, the liberty select cycler cannot be excluded from having a possible causal or contributory role in the events. However, limited information precludes a comprehensive investigation. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient passed away while doing treatment on cycler. Upon follow up, the patients pd registered nurse (pdrn) confirmed the patient expired on (B)(6) 2020 due to cardiac arrest (unknown if a secondary cause was established). The patients death was unexpected. The patient was not receiving any form of palliative care. The patient and patient contact had just returned from a camping trip and was last seen at the outpatient dialysis clinic on (B)(6) 2020. Per the pdrn, the etiology of the events is unknown. The patient was 5 minutes into the second dwell phase when the events occurred. The patient contact found the patient in bed not breathing and called emergency medical services (ems). The patient was unable to be revived and was pronounced at the scene. The pdrn stated being uncertain if pd therapy or any fresenius product(s) and/or device(s) caused or contributed to the events. However, the patient/patient contact were very adept at performing ccpd therapy, and the pdrn would have heard if they were having liberty select cycler issues. The suspect device has yet to be received by the manufacturer for evaluation/investigation. I requested additional information (e.g. Death certificate, esrd death notification, treatment data), however the patients records were unavailable as the electronic chart was closed following the expiration.